Event description:
Hill-rom received a report from the account stating the head section would self-run back up after the head is lowered. The bed was located in labor and delivery 7th floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the right side rail controls were the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 to 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right side caregiver board to resolve the issue. Based on this information, no further action is required.